Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an alarm occurred notifying the customer that the pump suspended delivery due to no interaction with the pump for 12 hours. However, the contact reported that the customer did interact with the pump within the 12 hours prior to the alarm. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was explained to the contact that the pump has an auto off safety feature. Although requested, no additional information was provided on the reported event.